Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was observed. Lead dislodgement was observed via fluoroscopy. The lead was repositioned successfully. The patient condition was good after the event.